Manufacturer narrative:
An investigation is ongoing. A supplemental report will be filed upon completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from us alleged the generation of discrepant sars-cov-2 results for one patient with 2 different collections when using the cobas liat sars-cov-2 and influenza a/b test compared to the retest results. The first sample collection generated a sars-cov-2 negative result with the cepheid test. Retest on the cepheid and cobas liat system reproduced the negative result. The second sample collection generated a sars-cov-2 positive result. Retested on another cobas liat system and on the cepheid test, generated all negative results. The initial negative result from the first sample collection was released. No harm was alleged. An investigation will be performed.

Manufacturer narrative:
The customer did not provide the data from the instrument. However, the instrument was sent back to manufacturer, the run data was not available on the instrument. An investigation on the reagent kit lot did not identify and product problem. The alleged sample was a nasopharyngeal collection with avantik gl4692 utm 3ml. The products¿ method sheets indicates this test is intended to be used for the detection of sars-cov-2, influenza a and influenza b rna in nasal and nasopharyngeal swab samples collected in a copan utm-rt system (utm-rt®) or bd¿ universal viral transport system (uvt) or thermo fisher¿ scientific remel¿ media,or 0.9% physiological saline solution. Testing of other sample or media types may lead to inaccurate result. It is also possible the sample contains viral material near the limit of detection (lod) of the assay, either from low titer samples or a low level of laboratory contamination. However, without the data from the instrument, this case cannot be confirmed. (B)(4).